Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to procedural factors. The cause of the reported poor imaging quality could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr), restricted - posterior thick leaflet, enlarged atrium, and previous cardiac surgery for a mitraclip procedure. Imaging was sub-optimal due to previous cardiac surgery. During the procedure, 2 mitraclips were successfully implanted. Post deployment, the second clip had single leaflet device attachment (slda) from the anterior leaflet. Additional clip was deployed to stabilize the slda clip. The mr was reduced to grade 1 post procedure. There was no clinically significant delay reported.